Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient did not charge the ipg as instructed, resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.